Manufacturer narrative:
If implanted, explanted, give date: not applicable, as the lens was inserted and removed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zct225 20.5 diopter intraocular lens (iol) was inserted and removed from the patient's right eye (od) on (B)(6) 2018. There was no product quality issue, the doctor choose the wrong lens. There was an incision enlargement, but no vitrectomy and no sutures used. There was no patient injury and no complications post-operatively. No additional information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 03/20/2018. Device returned to manufacturer? Yes. Device evaluation: the sample was returned to the manufacturer. The lens was not contained in the lens casing, but found stuck behind the daisy wheel in pieces. Due to the condition of the lens, further investigation could not be performed. The reported complaint cannot be confirmed. Manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specification. There was no discrepancy found during the review. A search revealed that no other complaint was received from this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.